Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. As a result of checking the event history log, it was confirmed that there was a record of repeated power on/off on (B)(6) 2022, presumably caused by a cassette recognition failure. Replaced the downstream occlusion sensor and the upstream occlusion sensor was re-calibrated. The cause of the reported problem could not be determined.

Event description:
It was reported that during the use of the device -no message-alarm went off. After the customer changed the pump to another one, the alarm was cleared. No patient injury was reported.